Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the mixing of metals proximal femoral nail antirotation (pfna nail- stainless steel, pfna blade - titanium). Patient was admitted with a prox femur fracture. Fracture was reduced and fix with a pfna nail and blade with 2 x locking bolts distally. After the operation, it was noticed that the code started with a (2) meaning that it is possible that a stainless steel implant was inserted. Stainless steel pfn a implants are not sold in (B)(6). Unknown how implant ended up in (B)(6). No patient harm reported. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.